Manufacturer narrative:
H.6. Investigation: observations and/or testing; were not conducted because units were not provided for this incident for the alleged defect of foreign matter. Review of the DHR and sap (qn) revealed no reject activity findings relevant to the alleged defect.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters had plastic debris on them, found before use. The following information was provided by the initial reporter: "we had 2 this morning that had plastic pieces (debris) on the catheter itself. We have removed that lot and kept the 2 that the debris was noted on. They were not used on a patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte autoguard bc shielded IV catheters had plastic debris on them, found before use. The following information was provided by the initial reporter: "we had 2 this morning that had plastic pieces (debris) on the catheter itself. We have removed that lot and kept the 2 that the debris was noted on. They were not used on a patient."